Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm during drain 1 of 7. The patient was not connected at the time of the alarm. During troubleshooting, it was discovered that the patient had improperly disconnected from the patient line during dwell and reconnected after the alarm. The technical service representative assisted the caregiver with clearing the alarm. Proper procedures were reviewed and the caregiver was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.